Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a patient having spinal therapy. It was reported that the arm could not be fixed. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of product: 9560524, lotno: my07f001r - during inspection at the time of acceptance, it was observed that the handle was stuck, the bearings and holder were broken, and the joint was worn. Additionally, the handle screw was stuck in the threaded part at the end of the cable. As a result, it could not be disassembled and the cable must be cut to repair. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.